Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: pb1018 transcatheter valve, implanted (B)(6) 2010; ddbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was exhibiting a high impedance. The impedance was also fluctuating in and out of range. The patient was planned for a device and atrial lead replacement, but during the case it was noted that the patient was in atrial flutter. Due to the varying impedance and atrial flutter, the doctor decided to not replace the atrial lead during the device changeout. The new device was connected and impedances measured normal until post surgery when the impedance measured out of range again. The lead remains in use. No patient complications have been reported as a result of this event.